Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. During routine pm service the fse found the iabp batteries could not meet the run-time specification. To fix this issue, the fse replaced the old batteries with new ones and fully calibrated the iabp. The fse then completed the pm and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event. No adverse event was reported.